Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed for a motor error during the basic occlusion test due to a protruded and loose drive support disk. No alarm was noted for the loose drive support disk. The motor was tested outside of the device and passed the motor test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, a broken belt clip slot and a cracked reservoir tube lip.

Event description:
It was reported that customer's insulin pump had a prime alarm. Customer's blood glucose was 100 mg/dl. The drive support cap is sticking out. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).